Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker, the right ventricular (rv) lead and right atrial (ra) lead exhibited noise over-sensing. The noise over-sensing in pacemaker resulted in pacing inhibition and inappropriate mode switch. The noise over-sensing in rv lead resulted in pacing inhibition and the noise over-sensing in the ra lead resulted in inappropriate mode switch. Programming changes were made on the pacemaker; no intervention was performed on both leads. The patient was in stable condition.